Event description:
The enterprise vrd & delivery system wire of stent was cut off. It was noticed during procedure. There was no pt injury reported. All the products were new. After removal from the package, the products were not damaged, and all the products were prep per (IFU) instruction for use. The microcatheter or enterprise distal tip was not re-shaped. The section of the device that cut was the distal tip. Fortunately, no additional procedures were required because it was reported that system was cut off while stent was retrieved into introducer. The cause of the event was not sure, but strong resistance while inserting the first time. The users said that they followed IFU of the product and which means the introducer was fully seated and locked down in the place. The distal broken end of the delivery wire did not remain in the (mc) microcatheter. The area of separation (part that broke in two pieces) outside the mc and was within the introducer. The resistance occurred after the stent had fully entered the mc shaft as it was advancing further into the mc. The procedure was completed successfully.

Manufacturer narrative:
Note: lake region lot number 01406789 is cordis lot number 13471020. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01406789. This packaging lot contained (B)(4) units, which were shipped from lake region medical on (B)(4) 2009. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional info will be submitted within 30 days of receipt.